Manufacturer narrative:
Philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and has failed. The philips engineer replaced the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was down and could not be used. The issue was found outside of clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.